Event description:
During an unk procedure that the staples malformed (open shape) and the device could not cut. Another device was used to complete the case. There were no adverse consequences to the pt.